Event description:
It was reported by the manufacturer representative that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was noted that ¿a couple months¿ after implant the patient noticed that the rate ¿would change by itself¿ and it would become uncomfortable. The patient noted that it had changed from ¿25 to 50-55hz.¿ it was noted when the rate ¿switched on its own¿ the patient turned the implant off and ¿most of the time it goes back to 25hz.¿ it was reviewed that it should not be possible to change rate on an adaptive stimulation enabled group, but that was what the patient claimed. The manufacturer representative noted that the patient also stated the adaptive stimulation was showing incorrect positions. It was noted that the patient would be standing but it would show the patient lying down etcetera. The patient also noted that they had ¿numerous¿ falls including onto the implant. The manufacturer representative stated that they were made aware of the issue at the last doctor visit ¿about a month ago.¿ it was noted that the manufacturer representative decided to narrow down programs from two to one. It was noted that the patient was still having issues. The caller wanted to know how to proceed. Later the manufacturer representative called back and needed guidance on resetting orientation. It was later reported that diagnostics done to determine physical orientation of device included doing ¿test positions.¿ it was noted that the patient¿s falls were not related to the therapy. It was noted that a report was pulled and the report was sent to the manufacturer. It was believed that the patient was receiving effective therapy as the patient had not called the manufacturer representative reporting any problems. The manufacturer representative was unable to look up the actual date of the doctor appointment that occurred ¿about a month ago.¿ it was later reported that the date the patient was last seen at the physician¿s office was (B)(6) 2014 at 1:30 p.m. It was noted that there was nothing listed for the month of may.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).